Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemosheath and broken locator were received along with the header bag. Visual inspection revealed that the deployment sleeve of the device was in forward position and the colored bands were not exposed. The distal portion of the carrier tube was noted kinked. The bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing. The monofold on the hemosheath appeared to be crimped and showed no signs of passage of anchor through it. No deformation observed on the hemosheath. The locator was broken at the most distal end of the white hub. There was no sign of cutting or tear of the puncture locator. No other visual anomalies were noted. Functional testing was conducted. The carrier tube assembly was inserted into the hemostasis sheath. The carrier tube was able to travel completely through the sheath and the anchor exited the tip as intended. No anomalies were noted during functional testing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off axis insertion or external resistance caused temporary kinking of the distal portion of the tube which could led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 17aug2020. They do not remember it being broken, just that it would not advance.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal device was used during the procedure. The collagen became stuck when inserting into the sheath. The patient's condition was fine. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 15jul2020. The procedure performed was a heart catheterization. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. There was no harm to the patient, patient was in stable condition. Hemostasis was achieved by manual compression. Additional information was received 22jul2020. When trying to insert the angio-seal device into the sheath it would not advance. It appeared as if the collagen tore the side maybe from expansion, so it would not fit.